Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered the direct current power supply was smoking. The cse replaced the failed power supply and the monitor power supply. The cse aligned the touch screen and replaced and aligned reagent probe 2 as it was bent. The cse also proactively replaced reagent preparation probe due to the cycle counter expiring. The cause of smoke being emitted from the instrument was due to a power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 1500 instrument observed smoke being emitted from the back of the instrument. The operator switched off the main circuit breaker and the smoke stopped. There were no flames or fire in this event. There were no reports of adverse health consequences due to the smoke emitted from the instrument.